Event description:
It was reported that during a peripheral stenting treatment procedure, removal difficulty occurred. The target lesion was located in the right superficial femoral artery. The physician advanced the 7x59x1350 sentinol biliary stent to the lesion and positioned the stent. Then before deployment the physician wanted to make sure the stent was in the correct position, so pulled back on the stent and it got stuck on the non-bsc guide wire. The stent was successfully removed with great difficulty and the wire stayed in place. The procedure was completed with a different device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: examination of the device revealed dried blood in the tip and wire lumen. The locations of the stent and tip were in the as-manufactured position. The exterior shaft was kinked 3.0 and 6.5cm from the exterior hub. A.035" guide wire was inserted into the hub and tracked through the inner shaft without any difficulties. No other damage or irregularities were observed to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user related as per the dfu the following instructions were not followed: "the sentinol nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree." (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, removal difficulty occurred. The target lesion was located in the right superficial femoral artery. The physician advanced the 7x59x1350 sentinol biliary stent to the lesion and positioned the stent. Then before deployment the physician wanted to make sure the stent was in the correct position, so pulled back on the stent and it got stuck on the non-bsc guide wire. The stent was successfully removed with great difficulty and the wire stayed in place. The procedure was completed with a different device. No complications were reported and the patient's status is fine.